Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks. An x-ray revealed the lead tip near the heart valve. The implantable pulse generator (ipg) migrated down the chest wall. An attempt was made to reposition the lead, but the screw would not extend. The lead was explanted and replaced. The device remains in use. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).